Event description:
Review of service data detected a reportable event. During servicing, belt sn (B)(4) failed the hi-pot and +p insulation resistance tests. The last patient to use this belt did not report any deficiencies.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. Upon evaluation, there was a pinched pulse wire inside the cable connecting the distribution node (dn) and rear therapy electrode (te). The cause for the test failures is the inched pulse wire. The root cause of the pinched wire cannot be positively identified. No adverse event resulted from the pinched wire. The last patient to use this belt did not report any deficiencies.